Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a keypad anomaly. The keys on the insulin pump were not sensitive. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.